Manufacturer narrative:
Examination of the returned device confirms the reported mating end damage. The product appears to be well used. The ears have flared out as well exhibiting dings and knicks on the handle and shaft material. The etched manufacturing codes indicate the product was manufactured in june 1996 and the device has been in distribution for over 19 years. The root cause is attributed to wear out. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The t-handles are broken at the attachment.